Event description:
It was reported that a shaft break and difficulty in removal were experienced. During the procedure, a 4.50 x 24mm synergy megatron drug-eluting stent was advanced for treatment. However, upon attempted removal of the stent, it became caught at the tip of the guide catheter, resulting in separation of the base of the hub upon extraction. The device was successfully retrieved without any patient complications, and there was a need to inform regarding the deflation time and profile due to the larger size. The procedure was completed with the original device.